Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was re ported that the patient was unable to connect the ins recharger (insr) to the ins and they had a reposition antenna screen. The patient spoke with a manufacturer representative (rep) who told them to call patient services. The last time the patient was able to successfully charge was about 2 weeks ago and they did not have any problems at that time. The patient was able to communicate with the patient programmer (pp). During the call, the patient completed antenna locate and started a charge. They reported seeing the charging screen on the insr. They stated they saw the coupling boxes at the bottom of the screen at first but they disappeared moments later. The patient described seeing the ins icon, audio icon, and the insr battery level icon on the bottom row of the insr. They stated the insr battery level was full. They described seeing the insr antenna icon to the left of the ins battery level/charging icon. They stated the boxes were gone from the screen and there were no sections of the ins battery level flashing. The ins status was off. The patient also stated the screen kept popping on and off. A replacement insr was sent. The patient called back after receiving the replacement and stated they were still getting the issue where the coupling bars were there but not shaded in. The patient stated they were (B)(6) pounds when they were implanted but they gained 40 pounds since then. The patient was redirected to a healthcare professional (hcp). Additional information from the patient stated they believed the sudden weight gain was the cause of the charging issues. They stated they followed a rep¿s instructions and did antenna locate but there was still no charge. They stated the ins was completely discharged and the problem was not resolved. No further patient complications were reported as a result of this event. Additional information was received from the health care professional (hcp) via a manufacturing representative (rep) regarding a patient. It was reported that patient cannot charge. Patient had an extreme change in weight. Not sure if gained or loss. Bottom line is he cannot recharge. Rep was told he had a new recharger sent to him and that did not do it. Rep not sure what happened or if it flipped. Rep was contacted (B)(6) 2018 and was told they were revising his pocket. Change in weight is the suspected factor that led to the issue. Rep had interrogated with clinician programmer, as a method of troubleshooting. The issue has not been resolved at the time of this report. A rep is going to the revision (B)(6). Additional information was received from the rep. Clarifying that the patient was not in discharge or overdischarge. He simply could not get anything other than white squares, would not couple period. Therefore the pocket needs to be revised. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from reps. It was reported that the patient¿s weight was unknown and the charging issue was resolved after the replacement. No patient complications were reported as a result of this event.